Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that isometrics on (B)(6) 2018 could not reproduce the noise. In december 2018, decreased sensitivity from 3 to 6 mv. In (B)(6) 2019 technical services agreed that noise is clearly present.